Event description:
A 6f angio-seal vip was selected for use following a percutaneous coronary intervention on (B)(6) 2014. After attempting a radial approach, a puncture was made in the left femoral artery, following a pre-deployment angiogram. A 6f catheter was also placed in the femoral vein. The patient was given aggrastat and clexane at the time of the procedure and according to information received, was accidently given a double dose of tirofiban. Difficulty was noted while deploying the angio-seal device. The patient developed a hematoma after ambulating on (B)(6) 2014. An ultrasound revealed a pseudoaneurysm and the patient was taken to surgery. Ultrasound guided manual compression was attempted to treat the pseudoaneurysm. During the procedure, the patient lost an estimated two liters of blood. Manual compression was applied for seven hours; however, the patient experienced heart failure and the patient expired on (B)(6) 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.